Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 600 mg/dl. The customer reports they have a back-up plan available. The customer was not hospitalized due to the high blood glucose reading. The customer stated they began feeling sick at work. The customer treated their high blood glucose reading with syringes. The customer was assisted with troubleshooting. The insulin pump passed the troubleshooting evaluation. The customer wanted to perform a high pressure test but will have to wait until the tubing clamp arrives and then call the helpline back to perform the test. The product was not returned for analysis.